Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with an injection of tarcozid 200 mg and netilimycin 50 mg (each bag) (frequencies not reported). The cause of the peritonitis is unknown. At the time of this report the patient status is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.